Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current measurement and self test. However, the insulin pump failed the sleep current measurement due to moisture damage found on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert and replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.